Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture was observed post implant. The pocket was re-opened and the lead was repositioned without incident.